Manufacturer narrative:
The product was not returned for analysis. The product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implantation, two patients had an unexpected outcome of additional cylinder. Additional info has been requested. There are two medical device reports associated with this event. This report is for the first patient.